Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was leaking the following information was received by the initial reporter with the following verbatim: they have had IV loops that had "shot" blood out from around the white cap when flushing the IV loop.